Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Unable to verify charge/battery alarm due to blank display noted.

Event description:
Information received by medtronic indicated that the customer got replace battery alarm even after changing the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis